Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. The instrument was found to have a broken molded insulator on the upper jaw. The broken piece measured approximately 2.01mm x 2.73mm in size, confirming that a fragment detached from the instrument and was not returned with the instrument. The grip base for the grip with the cracked molded insulator appeared to be bent. The electrical continuity test was performed and passed. The inputs were manually articulated and passed. The housing was removed and no damage was found. The instrument was found to have one bent grip, causing them to be misaligned. The offset at the tips was 1.24mm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a fragment fell off from the fenestrated bipolar forceps instrument. The fragment was retrieved during the same surgical procedure which was completed as planned. A post-operative x-ray was also performed. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: h2, h6, h11